Event description:
It was reported that during an unspecified procedure, the device malfunctioned. There was no pt injury reported. No additional info was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the distal tip of the probe broken. It was observed that the teflon jaw of the grasping section was damaged and the outer sheath of the insertion section was loose and buckled. The device was sent to the original equipment MFR (OEM) for further evaluation. The OEM confirmed the reported event. The evaluation found a crack 11.5mm from the distal tip of the device. The damage found could cause the reported malfunction. Based o the evaluation results, the reported complaint of a broken distal tip was confirmed.